Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. It5345 - 731 (B)(4). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. On (B)(6) 2023, the patient was hospitalized for atrial fibrillation, spontaneously returned in sinus rhythm and no need of any type of cardioversion. Stopped aspirin and started patient on prophylactic novel oral anticoagulants (noac). It was also reported that during hospitalization, the patient had anemia requiring a 1 unit of blood transfusion. The source of the anemia is unknown. The patient is stable.

Manufacturer narrative:
An event of atrial fibrillation and anemia after the portico device implant procedure was reported. Information from the field indicated the patient did not have a pre-existing arrhythmia. No information regarding anatomical factors or implant depth of the device was received. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the cause of the atrial fibrillation and anemia could not be conclusively determined.

Event description:
(B)(6) - vantage. (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. On (B)(6) 2023, the patient was hospitalized for atrial fibrillation, spontaneously returned in sinus rhythm, and no need of any type of cardioversion. Stopped aspirin and started patient on prophylactic novel oral anticoagulants(noac). It was also reported that during hospitalization on (B)(6) 2023, the patient became anemic requiring; 1 unit of blood transfusion. The source of the anemia is unknown. On (B)(6) 2023, the patient had syncope and loss of bladder control due to an atrial fibrillation (afib) fib episode, diagnosed in emergency room, then patient hospitalized for afib, spontaneously returned in sinus rhythm, non-need of any type of cardioversion. Stopped as acetylsalicylic acid (asa) and started prophylactic novel oral anticoagulants (noacs) the patient is stable